Manufacturer narrative:
Device not returned.

Event description:
It was reported intermittent occlusion alarms occurred. Reportedly, the alarms were cleared and insulin delivery was resumed. Customer's blood glucose ranged from 288-289 mg/dl.